Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Customer¿s current blood glucose level was 158 mg/dl. It was unknown if the insulin pump was on auto mode. Customer treated low blood glucose level with food. Customer also stated they received sensor signal not found, lost sensor signal, sensor updating alerts. Customer stated red light was flashing on charger after changing the battery. Troubleshooting was performed. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set, ozo-mmt-7020a.